Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device misfired, there were difficulties in loading the reload. A new tacker was opened in order to complete the case. There was no patient injury involved in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire because the reload would not fit securely on the shaft. A new tacker was opened in order to complete the case. There was no patient injury involved in the event.